Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor: 07/11/2013, belt: 11/20/2012.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019. Review of the patient's download data reveals that the patient experienced an inappropriate defibrillation event on (B)(6) 2019 consisting of four shocks. Motion artifact contributed to the false detection. Prior to the treatments, asystole was detected from 22:34:14 to 23:34:54 while the patient's rhythm was ventricular tachycardia at 110 bpm degrading to asystole. The patient was only in vt for 37 seconds before the rhythm degraded to asystole, and the rhythm was below the treatment threshold. The patient was then seen in asystole with CPR artifact per the continuous ECG recordings. The patient then received the four inappropriate shocks at 22:45:06, 22:48:54, 22:49:28, and 22:50:01. The patient's rhythm during all of the treatments was CPR/motion artifact with intermittent cardiac activity. Following the treatments, the patient's rhythm was vt at 120 bpm degrading to an idioventricular rhythm at 30 bpm slowing to 20 bpm with CPR artifact. Their rhythm then transitioned to vt at 120 bpm that degraded to asystole. Their rhythm then transitioned again to vt at 100 bpm that slowed to an idioventricular rhythm from 20 bpm to 40 bpm. From 23:13:09 to 23:15:30, asystole was detected with response button use while the patient's rhythm was an idioventricular rhythm at 20 bpm with intermittent cardiac activity and CPR artifact degrading to asystole. It is unclear who was pressing the response buttons at this time. Per the patient's continuous ECG recordings, the patient was in asystole at the time of the electrode belt disconnection at 23:17:13. Asystole is a non-life sustaining, non-treatable rhythm. There is no indication that a device malfunction caused or contributed to the patient's passing.